Manufacturer narrative:
H3 analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative who reported that the catheter was obstructed.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 30-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 0.5950 mg/day 2 mg/ml drug via an implantable pump. It was reported that since his pump was replaced on (B)(6) 2023, that he has had multiple refill visits associated with volume discrepancies. However, the ¿cs¿ was not given any additional details regarding the dates or volume in which these discrepancies occurred. He also reported that the physician checked the catheter in the clinic multiple times and got good return of cerebrospinal fluid (csf). The physician also reports that he performed a dye study (date unknown). The intrathecal catheter tip placement and distribution of the dye was appropriate. Following one of the catheter studies, the patient reports that he did experience withdrawal symptoms, including anxiety and insomnia. He also reports that since his pump replacement on (B)(6) 2023, that he has had a reduction in his pain relief. Troubleshooting: ¿x-ray imaging demonstrated catheter tip at t9/10. Catheter access study and dye study done per physician with appropriate return of csf and distribution of dye.¿ action/intervention: the patient was taken to the operation room today with the plan of replacing the pump only. The patient was placed in a supine position. The physician first started by opening the existing pump pocket and dissecting down to the existing pump and the proximal pump segment. The old pump was disconnected from the existing catheter and placed on the back sterile table. Drug was transferred from the old pump to the new pump. The expected residual volume in the old pump was 17 ml but actual residual volume was 24 ml. Once the drug was transferred, the physician then connected the new pump to the existing catheter and attempted to aspirate from the catheter access port but got no return of csf. He then attempted to push pf ns through the port site, at which time the cs noted that there was fluid leaking around the catheter hub connection site. The physician, then disconnected the existing proximal segment and collet and aspirated directly from the spinal segment, but there was still no return of csf. At this time, he decided to pull the catheter down under fluoroscopic guidance. The catheter tip was originally at t9/ 10 interspace and was pulled down through the pump pocket to the bottom of t10. The physician then again aspirated directly from the spinal segment and had ample return of csf. He was given a new 8780 catheter kit, from which he only used the proximal pump segment, which was connected to the existing spinal segment. Once connected, the catheter was then connected to the new pump. The physician then again aspirated from the catheter access port with positive return of csf. The pump was placed back in the existing pump pocket and a final catheter aspiration was done with positive return of csf. Incisions were then irrigated and closed. The patient¿s dosing was reduced by approximately 45 percent to reduce risk of overdose/toxicity after reestablishing flow of csf. The pump and proximal segment were both replaced. Outcome: the issue was resolved. The medical history were chronic back pain, lumbar failed back surgery syndrome, and degenerative disc disease. The patient was alive and no injury.

Manufacturer narrative:
H6. Pli 10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Pli 20: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.